Event description:
It was reported that the balloon leaked. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 15mmx3.50mm wolverine cb mr, ous was selected for use. During the procedure, when attempting to inflate the device at 6atm, it was noted that it was not holding pressure, indicating a leak in the proximal portion of the balloon near the shaft connection. The device was removed. Another balloon was used and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1:(B)(6).